Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the unit was displaying a b40 scope communication error due to a faulty printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus visera elite video system center loaner device, it was discovered that the unit was producing a b40 scope communication error. This event had no procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the b40 scope communication error was due to a printed circuit board failure. Olympus will continue to monitor field performance for this device.